Manufacturer narrative:
Device code 2017-improper or incorrect procedure or method / re-insertion the device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The xience proa device is currently not commercially available in the us; however, it is similar to a device sold in the us.na

Event description:
It was reported that the procedure was to treat a moderately calcified right coronary artery (rca). Pre-dilatation was performed with a non-abbott balloon. A 3.5x28mm xience proa delivery system was attempted to be advanced, but met resistance with anatomy. Dilatation was performed again with an unspecified balloon and the xience proa stent was re-inserted; however, failed to cross due to resistance with the guiding catheter. The devices became stuck and had to be removed altogether as one unit. It was noted the proximal edge of the stent was flared. Another unspecified stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant reported. No additional information was provided.

Manufacturer narrative:
A visual, functional and dimensional inspection was performed on the returned device. The reported material deformation and difficult to remove were confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. It was reported that the xience proa was advanced, but met resistance and was removed, additional dilatation was performed, then the same device was reinserted. It should be noted that the xience proa/alpine everolimus eluting coronary stent system (eecss), domestic electronic instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged or dislodge during retraction back into the guiding catheter. It is unknown if the IFU deviation contributed to the reported event. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.